Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to treat persistent atrial fibrillation (a fib) and the patient experienced cardiac tamponade and perforation of the pulmonary artery. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). After pulmonary vein isolation (pvi) was completed with the catheter the patient's oxygen saturation dropped on oximetry. An echocardiogram was taken, and a cardiac tamponade was observed. A perforation in the pulmonary artery had occurred. Pericardial drainage and a cardiac massage were performed. The procedure was able to be completed successfully despite the complication. The patient underwent surgery to close the perforation and was recovering in the intensive care unit (ICU). The device is expected to be returned for analysis.